Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the left chest pad was leaking during therapy; as a result, therapy was interrupted in order to replace the pads with a new set of pads.

Manufacturer narrative:
Received 1 set of 4 arcticgel pads with the original unit packaging. Visual inspection noted no obvious defects. A functional evaluation was performed via a flowrate test. The pads were connected to the arctic sun machine model 2000 for 10 minutes, see details below: left chest pad: a total of 3.41 l/min m2 of flow rate was registered during the test. Left thigh pad: a total of 3.82 l/min m2 of flow rate was registered during the test right chest pad: a total of 3.41 l/min m2 of flow rate was registered during the test. Right thigh pad: a total of 4.45 l/min m2 of flow rate was registered during the test. According to the test method the flow rate was found to be within specifications as the flow rate must be above 2.4 l/min m2. No leakage was noted on the returned pads. The product functioned as intended. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint was unconfirmed as the problem could not be reproduced. The instructions for use state the following: ¿once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4).